Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported post implant a realize adjustable band, the patient presented post with epigastric pain, fever and elevated white blood count. A CT scan and egd were performed and showed a band infection. (B)(6) 2010, a diagnostic laparoscopy was performed and the band removed. It was noted that there was nothing visually wrong with the device. There was white puss or barium present around the band. A drain was inserted. The patient is improving; the white count is normal. The surgeon performed an additional laparoscopy on (B)(6) 2010 to test for a gastric leak. No leak was found. The surgeon replaced drain and will follow the patient.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.